Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber used was "not lasing properly, tip bad" @ 18,021 joules and 4:37 minutes of use. A second fiber was used to complete the procedure. Patient outcome: "no injury".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber/glass cap also shows a circumferential fracture at the proximal side of the fusion zone under the metal cap; there is no signs of heating at the proximal fracture location; the outer flow tubing open end appears scratched and slightly twisted; the metal cap exhibits very mild detritus adhesion; the glass cap exhibits mild devitrification at the output window; the fiber proximal to proximal fracture can rotate independently of metal cap; glass debris back flushed into the outer flow tubing are noted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.